Event description:
The pt got a PICC on (B)(6) 2011. X-ray read good placement, flushed, great blood return, came in on fri (B)(6) 2011 for antibiotics and no blood return. Got x-ray and PICC was coiled in shoulder. Attempted to remove the line, and met resistance. Pt went to fluoro to have removed by surgeon and PICC was literally tied in a knot.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.